Manufacturer narrative:
Evaluation summary: all of the shells in the lot were shown to be assembled with the appropriate subcomponents, including the locking rings. Product surveillance attempted to perform a stock investigation of the complaint lot, however, no stock was available. The stock investigation was expanded to items packaged by the same operator a month prior to and a month following the manufacture date of the complaint lot. Again, no stock was available. Locking rings are sold individually in case one is bent during the surgery and common operating room practice is to have additional implants available for unknown patient conditions. Thirteen other implants were identified as potential donor implants (packaged with the same locking ring). Therefore, a donor locking ring will most likely be available during surgery. Zimmer product surveillance has not received any reports of missing locking rings of acetabular shells manufactured around the same time as the complaint lot. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Surgeon implanted modular trilogy cup. Only after implantation did he realize that the cup was missing the locking ring. It was not present around the circumference of the cup as it should be, nor was it evident in the packaging. Rather than remove the cup and cause further trauma to the patient, the surgeon was forced to open a tm modular multiholded 54 shell, and remove the locking mechanism from this cup, and put it into the one inside the patient. The surgeon was then able to implant a liner and complete the operation. Surgery was delayed by 40 minutes.